Event description:
The pump was received for service with a report of overinfusion. The facility stated that channel b was set to deliver blood at 100cc/hr. The nurse reports that 394cc of blood had infused in 30 minutes. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, or the age of the pt.